Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined and the reported defect could not be confirmed.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced missing scale marking. The following information was provided by the initial reporter: material no: 309657, batch no: unknown. Caller reported no markings on the syringe at all to tell the different levels number of occurrences - 1 time. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no.